Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that, during a transvaginal mesh procedure, the dart detached from the suture and fell inside the patient. An attempt to retrieve the dart was made, but it could not be removed. Another capio slim device was used to complete the procedure, and no complications were reported for the patient.